Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: there were several pump reboot events associated with call service 054 alarms. There were multiple consecutive call service 054 alarms on (B)(6) 2016. The pump powered up to blank display. Moisture damage was found on display, piezo, and power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.